Manufacturer narrative:
Corrected information was provided in h.6. Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was not observed. The device was received loose in the carton. The plunger is advanced almost to the depth guard. Insufficient viscoelastic is dried in the device. No damage observed to the device. The lens is returned mangled wrapped around the plunger tip. The root cause for the reported complaint is most likely related to failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ophthalmic viscosurgical devices (ovd) can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional had reported that during cataract surgery with intraocular lens (iol) implantation, leading haptic was stuck on the posterior side of the optic. The procedure was completed on same day. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.